Event description:
It was reported that this left ventricular (lv) lead exhibited low intrinsic amplitude of 4.0 volts from 3.5 volts. Additional information received which indicated that the threshold of this lead was high and was then decided to remove and successfully replaced it in a different branch. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.